Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin and ciproxin ( dose not reported, intraperitoneal and twice a day). At the time of this report, patient outcome was not reported. Pd therapy was ongoing. No additional information is available.